Event description:
A distributor reported on behalf of a healthcare facility in china that the temperature probe port cap of a rt206 adult inspiratory heated breathing circuit was found missing prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subjectrt206 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare (f&p) for investigation, where it was visually inspected. Results: visual inspection of the returned rt206 adult inspiratory heated breathing circuit confirmed that the port cap was broken off the inspiratory elbow probe jacket. Conclusion: we are unable to determine the cause of the reported event. All rt206 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing bircuit would have met the required specification at the time of production. Our user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to the patient." - "check all connections are tight before use."

Event description:
A distributor reported on behalf of a healthcare facility in china that the temperature probe port cap of a rt206 adult inspiratory heated breathing circuit was found missing prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.